Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask. The same day as event onset, the patient was hospitalized for the peritonitis and began treatment with vancomycin injection (1 gram, stat dose, route and duration were not reported) and meropenem injection (1 gram, twice daily, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: on an unreported date, the patient was discharged from the hospital. It was reported that vancomycin injection was taken every 5 days. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.